Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported implant rupture diagnosed by ultrasound. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on anterior side assessed, as surgical damage. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side implant rupture. Device has been explanted.

Event description:
Physician reported implant rupture diagnosed by ultrasound. Device has been explanted. This relates to the left side

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, and h6. Photo evaluation: visual analysis of the photographs identified: - rupture: unable to observe any openings through the photos provided. It is not possible to determine the lot number or catalog through the photos provided.